Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the photometer to resolve the issue. Fse verified photometer check and successfully calibrated tbil and recovered acceptable qc. Instrument resumed operation. (B)(4).

Event description:
The customer stated their unicel dxc 800 synchron system generated intermittent false low total bilirubin (tbil) patient results. The customer did not reported the initial results out of the laboratory. There was no impact to patient treatment. Quality controls were within lab-established ranges before and after the event.